Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2019 was chosen as a best estimate based on the date that the manufacturer became aware of the event.

Event description:
A report was received that the patients ipg was non-functional. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the physician did not suspect device malfunction. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patients ipg was non-functional. The patient underwent an ipg replacement procedure and was doing well postoperatively.